Event description:
Pt being prepared for back surgery he was anestherized and intubated. The dr was going to put in an a-line. She used a 20 gram catheter in the l radial vessel. Needle removed. Was not reinserted into catheter at any time. The catheter was later removed and it was noted that it was sheared off at the end (1.4 cm smaller). Surgeon attempted cutdown, to no avail. Another surgeon responded and he removed tip from pt. The back surgery had to be cancelled.